Manufacturer narrative:
Correction h4: (preciously reported as 11/05/2024). Additional information was added to h6 and h11: h11: the device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there a hole in the patient line of the homechoice cassette that led to the alarm. Renal therapy services (rts) assisted the home patient (hp) to end therapy and disconnect from the machine. A new set up was started with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.